Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing and changes in amplitude morphology measurements. The s-ICD remains in service, no adverse patient effects were reported. Additional information provided from the field indicated the patient continued to receive multiple inappropriate shocks from their s-ICD due to t-wave oversensing and changes in the patient's amplitude morphology measurements. The patient has likely developed left bundle branch block. Testing of the system was performed and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing and changes in amplitude morphology measurements. The s-ICD remains in service, no adverse patient effects were reported.